Manufacturer narrative:
The device history record (DHR) for lot number 2314900168 was reviewed and no anomalies related to the reported issue were observed. A device was received for evaluation, and the reported condition was observed. The root cause appears to be misalignment during the bonding process. A quality alert has been issued, and manufacturing personnel have been notified for awareness. No corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
Additional product code: foz. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they found that the PICC line was not attached to the flange/hub. The line was separated. Per customer, thumb was placed on the line to keep device external to the patient and stopped the infusions. The issue was reported to the resident, attending, certified registered nurse (crn), and the pharmacy. The crn pulled the PICC and placed the device in a sterile container. Additional information was received from the customer and stated that the PICC was inserted on (B)(6) 2025, and the incident occurred on (B)(6) 2025. There was a delay in treatment and a new PICC was inserted as a result. The patient is currently stable.